Event description:
Pt called lfs alleging the test strips used were damaged and pt was obtaining an error 5 message on the meter. The pt reported they had symptoms, but the symptoms they experienced were not provided. The issue was not resolved with troubleshooting. No further info has been reported.